Event description:
Patient was sitting on bed. He leaned to right to lie down for procedure. The bed made a loud noise and the top part of the bed fell to the floor. The top of the bed was approx 3 feet off the floor. The bed was in its lowest position. The patient landed with his right shoulder and arm down. No visible injuries. Patient stated, he felt his back and right shoulder were "jolted". He denied hitting his head.